Event description:
The customer observed falsely decreased alinity I stat high sensitive troponin-I for patient samples. The following data was provided: sample (1) 08nov2023 sample ID (B)(6) initial result = < 10.0 pg/ml, repeat result manual 2x dilution = 1428.8 pg/ml. Sample (2) 08nov2023 sample ID (B)(6) initial result = < 10.0 pg/ml, repeat result manual 3-fold dilution, on another analyzer with serial number (B)(6) = 3422.4 pg/ml. No impact to patient management was reported.

Manufacturer narrative:
Completed information for section a1 patient identification: sids (B)(6), (B)(6). Section e1 - address 1 complete entry: (B)(6). The field service representative (fsr) reviewed the module logs and determined the alnty ci snsr bsl the likely cause as it was damaged. The alnty ci snsr bsl was replaced, and the issue was resolved. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity I-series processing module did not identify any trends associated with the complaint issue. A review of tracking and trending for the alnty ci snsr bsl did not identify any trends. Device history record review did not show any non-conformances or potential non-conformances for the complaint issue. Review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity I-series processing module for serial (B)(6), or the alnty ci snsr bsl, were identified.